Event description:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of device dislocation (and embedded device ("the right essure coil is partially embedded in the right cornu of the uterine fundus") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of nabothian cyst. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced device dislocation (seriousness criterion medically important) and embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered device dislocation and embedded device to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of device dislocation ("the right essure coil is partially embedded in the right cornu of the uterine fundus") and embedded device ("the right essure coil is partially embedded in the right cornu of the uterine fundus") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of nabothian cyst. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered device dislocation and embedded device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report